Manufacturer narrative:
One fast-cath introducer was returned to the manufacturer for analysis. The dilator tubing was cut lengthwise and skived material was noted at the distal end of the dilator, which was consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Event description:
During the procedure, the needle was introduced to the sheath using the stylet with no pre-made curves. The physician saw what appeared to be thrombus on the tip of the needle on ice. However, when the needle was removed, it was plastic on the needle and not thrombus. Another sheath was used to continue and complete the procedure.